Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the packaging appeared intact; however, upon opening the 2.50 x 12mm nc trek rx balloon dilatation catheter (bdc), a 2.5 x 15mm nc trek bdc was in the hoop. The device was not used, there was no patient involvement and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
Visual inspection was performed on the returned device. The reported complaint was confirmed. Upon investigation, it was determined that the respective lots were manufactured approximately one month apart and in different production lines at the abbott vascular costa rica production site, which indicates the two units involved in this complaint never came into contact with one another during production. Additionally, a query of the system indicated that both lots were sold to the account. All currently available evidence points to the placement of the 2.50x15 mm nc trek bdc in the chipboard box for a 2.50x12 mm nc trek bdc having occurred at the hospital. In this case, it is possible that the 2.50x15 mm nc trek bdc was inadvertently placed in the wrong chipboard box after being pulled for a different procedure, but not used. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaint appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. E1: title of initial reported.